Manufacturer narrative:
A medtronic representative, following up with the site, reported that the site will not be returning this part. The surgeon does not feel comfortable with the play that was observed when using the perc pin and adapter. The surgeon has opted to use a different pin connection for future procedures. This issue will be documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged the navigation system was inaccurate. The surgeon reported that due to the size of adapter pin the surgeon could turn the pin and frame, the surgeon also stated that the soft tissue surrounding the pin was moving the pin causing the inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.